Manufacturer narrative:
The driver was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece trigger was sticking during an ortho procedure. The case was completed successfully with another device without a delay. There were no adverse consequences reported as a result of this event.